Manufacturer narrative:
H10: the device was evaluated on site and repaired on site by a hospital technician. Local engineer checked the machine and found that a connector of the ultrafiltration unit was damaged, and it was replaced. No other information was provided. The cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during start-up of an ak 96 machine, an external fluid leak from the fluid path connector was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.